Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/06/2014 with the following findings: a review of the black box did not show any evidence of rebooting. The black box did indicate multiple call service 054 alarms following a replace battery alarm on (B)(6) 2014. Visual inspection revealed that the battery compartment was cracked. The battery cap was found to be undamaged and was able to secure properly to the pump and maintain electrical connection. The pump powered on with functional auditory and vibratory features, however the display screen remained blank. Additional testing for the alleged power issue could not be completed due to the blank display. The pump cover was removed and the display screen was found to be damaged and cracked. There was no damage found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment was cracked, the pump was rebooting, and the pump would not progress past the logo screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.